Manufacturer narrative:
According to the customer, on (B)(6) 2024 the forceps broke off inside the patient during "normal use" and the piece was "easily retrieved". The customer reported the patient is "stable" and there was no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the forceps broke off inside the patient during "normal use" and the piece was "easily retrieved".